Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead experienced placement difficulty with positioning in the ventricle and in the atrium. Tissue was observed and removed from the helix when examined on the table. When a good location was found in the atrium, the lead dislodged during stress test. After finding another location, noise was noted on electrogram. The lead was removed. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.